Event description:
It was reported the customer received a blank display. Troubleshooting found the customer was able to retrieve their display after inserting a new battery. Customer also stated their insulin pump passed a selftest during troubleshooting. It was also found the customer had several cracks around their reservoir chamber. Customer's blood glucose was 150 mg/dl. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, reservoir tube, reservoir tube window and cracked battery tube threads. Unable to verify battery out limit alarm due to blank display.